Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. The reported output anomaly was confirmed in the lab via review of stored electrograms. The device was tested on the bench and using automated test equipment and found the output circuits and transistors damaged. The cause of the output circuit damage was due to a lead anomaly. (B)(4).

Event description:
It was reported that no therapies were delivered for the successive sustained episodes due to possible output circuit damage. The device was explanted and replaced.